Manufacturer narrative:
The pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the hvad pump ((B)(4)) met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported high power event was confirmed via review of the controller log files. Independent pathological analysis confirmed the presence of thrombus; however, the origin of this thrombus cannot be conclusively determined. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors including the patient's sub-therapeutic anticoagulation prior to and at the time of the event and the complexities of managing the patient's anticoagulants in light of the patient's multiple complications. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately twenty-two months after the implantation, the patient's lvad ((B)(4)) developed gradually increasing power consumption and flow estimation. The patient was clinically stable at this time. This was treated with a heparin infusion. Of note, the patient appears to have been scheduled for a laser procedure the next day to treat a gastro-intestinal bleed and his anticoagulants were on hold at the time of the high power event. The following day, the patient was undergoing an echocardiogram to optimize his lvad speed. The controller ((B)(4)) was exchanged (presumably with the patient's secondary controller (B)(4)) with no reported patient injury and the pump re-started. Of note, the echocardiogram revealed decreased left ventricular dimensions, a closed aortic valve and no visible thrombus or vegetation on the lvad inflow cannula. The patient's lvad ((B)(4)) had still not normalized two days after the initial high power event. In addition, laboratory values included an elevated ldh level. The patient was treated with an immediate lvad exchange (for (B)(4)) on (B)(6) 2013 in conjunction with the implantation of a levatronix temporary vad in the patient's right ventricle. Details regarding the reasons for the necessity of the right-sided support were not provided. No left ventricular thrombus was visualized during the exchange of the hvad pump.